Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. After further inspection, the getinge fse found a loose connection in the keypad controller to video receiver cable. The connector was re-seated and the display was retested. After the repair, the display began functioning properly and the discoloration could not be reproduced. Pm was completed, and the iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the display screen of the cs300 intra-aortic balloon pump (iabp) had some discoloration in the lower part of the lcd screen. There was no patient involvement, and there was no adverse event reported.